Manufacturer narrative:
The product analysis lab received the device for evaluation. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc, or its employees that the report constitutes an admission that the product, biosense webster inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that an approximately 75 years old patient underwent a persistent atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac perforation and cardiac arrest that required pericardiocentesis, chest compressions and surgical intervention. Before the case the patient had a mild pericardial effusion and during the case, the effusion became larger. The mild pericardial effusion was seen prior to going transseptal using intracardiac echocardiogram (ice) while physician was getting access into the femoral veins and was determined to be the same post transseptal puncture. During ablation of a cavo-tricuspid isthmus (cti) line in the right atrium (ra), the effusion began to get larger. The soundstar catheter was in the ra monitoring ablation. At the time of the event the pentaray catheter was in the left atrium and a coronary sinus catheter was in the ra. The physician noticed that there was a drop in blood pressure in the patient and cardioverted. After the cardioversion the patient did not have a pulse. The blood pressure was 40/18. A pericardial effusion was confirmed to have increased on ice. The effusion was monitored both on ice and with a transthoracic probe on the chest with a different ultrasound machine. Chest compressions were performed when it was noticed that the patient did not have a pulse. Once the patient was stable, a pericardiocentesis was performed and 650 ccs of blood was removed and reintroduced back into the body from the femoral vein access sheath (agilis). The blood pressure was 120/70. The patient was reported to be in stable condition and was transferred to the operating room. There was a hole in the right ventricle of the patient and the patient had surgery. The physician believes that the event occurred due to either a steam pop or a perforation caused by the patient moving during ablation. However, the physician was unsure if there was a steam pop. There was an impedance rise during ablation on the cti line, but the generator did not shut off while on ablation because it was not a large increase. A transseptal puncture was performed with an abbott brk-1 needle. The patient improved, however, required extended hospitalization. The patient was monitored and intubated without any pressors post-surgery to repair a perforation in the right ventricle.

Manufacturer narrative:
Note: d4 primary UDI number has been updated to (B)(4). On 8-jul-2024, the product investigation was completed. It was reported that an approximately 75 years old patient underwent a persistent atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac perforation and cardiac arrest that required pericardiocentesis, chest compressions and surgical intervention. Device evaluation details: visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. An irrigation test was performed and the device was flushing correctly. No obstructed holes or irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31270662l and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The physician believes that the event occurred due to either a steam pop or a perforation caused by the patient moving during ablation. The instruction for use (IFU) contain the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).